Manufacturer narrative:
The rv lead was discarded by the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, it was noted that the pacing threshold measurements were high. As a result, this rv lead was extracted and successfully replaced. No adverse patient effects were reported.